Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
(B)(6) reported via phone call of issues with customer's insulin pump, meter and high blood glucose levels. The customer was assisted with programing the pump. The customer's blood glucose level was reported to be over 600mg/dl. The customer was advised to treat per their healthcare provider. It was reported that the meter was not transmitting information to the pump. The customer was advised that there would be no numerical value due to the high blood glucose levels. No further assistance provided at this time.